Manufacturer narrative:
According to the auto logic instruction for use (630933en_09), it is recommended to ¿make sure that the mains power cable (...) Is clear of moving bed mechanisms or other possible entrapment areas. The mains power cable of this pump is designed to allow movement of the bed and should be fitted into the cable management flaps along the sides of the mattress¿. In addition, IFU advise users to "check all electrical connections and power cord for signs of excessive wear or damage." To sum up, the complaint was assessed as reportable due to sparks coming out of the power cable. The power cord was damaged, most likely by the bed¿s moving parts. The arjo device failed to meet its specification since the sparks were coming from the damaged power cord. The device was not used for the patient's treatment at the time of the event. The complaint was assessed to be reportable due to the allegation that sparks were coming from the damaged power cord. No UDI number is available; the device was manufactured before UDI implementation.

Event description:
It was claimed that the sparks were coming from the power cord. There was no indication of the patient involvement. No injury was claimed. The device was repaired and started to operate correctly. According to the arjo representative the pump was damaged in transit between the hospital wards by being caught under the wheels of a bed and when it has been plugged in to the mains the fuse has blown causing the plug to spark.